Manufacturer narrative:
The report received from the affiliate indicated that the enterprise vrd got stuck in the prowler select plus microcatheter (mc) when trying to reposition the stent prior to it having been deployed out of the mc. After a strong force was used to withdraw the device; upon inspection after removal from the patient, the stent was noted to be broken/fractured. The physician used another enterprise vrd device to complete the procedure successfully. The device was returned with the stent stuck in the hub of the microcatheter. No additional intervention was required. There was no reported patient injury. The procedure was an elective stent assisted coil embolization of a left posterior communicating artery (pcom) aneurysm via femoral approach. The target lesion/aneurysm size was reported to be: 6.60 mm × 6.29mm, and the aneurysm neck was 6.58 mm. There was no information available regarding additional equipment used. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problem noted during preparation. The physician positioned the enterprise vrd stent at the target lesion and wanted to adjust the position prior to the stent being deployed out of the prowler select plus mc (product code/lot unknown). While the stent was still fully within the mc, with attempt to withdraw the stent a little, it could not be withdrawn. It was reported that the mc was at an acute bend. Then force was used, reported as 'big strength' to withdraw the device and remove it from the patient. It was reported that an attempt was made to recapture the stent into the introducer during withdrawal. Upon inspection of the device after removal from the patient, the stent was noted to be broken/fractured. (B)(4): the product was returned for inspection. One non sterile unit of enterprise vrd and delivery was received accompanied by a prowler select plus microcatheter (mc), both devices were tangled inside of a plastic bag. The stent was stuck at the mc hub. The delivery wire presented a wavy section near to the proximal end of the marker band of the delivery wire (20cm approximately). The mc presented a kinked condition at 9cm from the distal end of the ID band, additionally the last 5cm of distal section presented several kinks. The stent was removed from the mc hub and was inspected under a microscope, no damage or fracture was observed on it. The functional analysis could not be performed since the stent was returned stuck in the mc and was no longer within the introducer. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01424659. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional DHR review for the stent per nitinol devices & components (ndc) revealed the individual lot folders were reviewed for any non-conformances related to the reported complaint. No non-conformances related to the reported defect were found. The enterprise stents lots involved in this complaint met all purchase, manufacturing and quality control specifications when shipped to lake region. The stent fracture reported by the customer was not confirmed since the stent presented no damages. Functional testing for the report that the device could not be repositioned in the microcatheter could not be evaluated due to the received condition of the device; therefore, it is not possible to determine the cause of this event that occurred during the procedure. However it does not appear to be related to the manufacturing of the device. Procedural factors including the reported acute angulation of vessel and resultant interaction with the concomitant microcatheter may have contributed to the inability to reposition the enterprise within the microcatheter and subsequent event of deployment in the hub during withdrawal. The instructions for use warns that if resistance is encountered during manipulation determine the cause before proceeding, and further warns not to apply any undue force. The analysis of the returned device and device history records review did not present any indication of manufacturing defect or anomaly contributing to the event as reported; therefore, no corrective action will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report # 1058196-2011-00034 and #1058196-2011-00057.

Event description:
The report received from the affiliate indicated that during a stent assisted coil embolization of a left posterior communicating artery (pcom) aneurysm, the physician positioned the enterprise vrd stent at the target lesion and wanted to adjust the position. The physician attempted to withdraw the stent a little but could not. The physician then used force (big strength) to withdraw the device and remove it from the patient. Upon inspection of the device after removal from the patient, the stent was noted to be broken/fractured. No additional intervention was required. The physician used another enterprise vrd device to complete the procedure successfully. There was no reported patient injury. The procedure was elective. The access site for the procedure was femoral. The target lesion/aneurysm size was reported to be: 6.60 mm x 6.29mm, and the aneurysm neck is 6.58 mm. There was no information available regarding additional equipment used. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problem noted during preparation.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.